Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the device was broken shell and missing shell, brown particles in the fill channel and flat creases. A microscopic analysis and leak test were performed which identified, broken striated opening and nicks striated. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: broken striated in the side anterior assessed, as surgical damage. Nicks striated assessed, as surgical tool scratch like. Missing shell assessed, as inconclusive.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.